Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to trigger the gmed to capture images from the scope. This issue occurred during the installation. There were no reports of patient involvement.